Event description:
As reported by our japanese affiliates, during implant of a 23mm sapien 3 ultra resilia valve, the leaflet got stuck and a coronary obstruction occurred. The left coronary cusp (lcc) had bulky calcification. The valve was implanted after it was confirmed that there was blood flow to left coronary artery (lca); however, ventricular fibrillation occurred, and defibrillation did not work. Aortography (aog) revealed there was no blood flow to lca. The left main trunk (lmt) was ballooned three times; however, it did not work and stent implantation in the lca was not possible as the lmt was not accessible due to calcification. The decision was made to execute the coronary artery bypass graft (CABG). As there was mild to moderate paravalvular leak (pvl) and mild transvalvular leak (tvl), post-dilation was executed first. The tee revealed that tvl was not resolved and aog revealed moderate tvl. The stuck leaflet was suspected and valve in valve procedure was executed. During preparation for the second valve, the echo doctor reported that the motion of the leaflet of the first valve seemed to be restricted. After the second valve was implanted, the tvl was resolved, and hemodynamics was stable. The off-pump CABG was executed, and the procedure was closed. The patient was under extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) after the tavr procedure. Also directly after the procedure, the amount of bleeding was increasing and required the blood transfusion. There was no heart rate after the procedure and the patient was pacing dependent. The patient passed away on post op day 5.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The japan sapien 3 ultra resilia, tf IFU along with the procedural training manual were reviewed. Severe adverse events include: 'paravalvular or transvalvular leak'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with thv or malpositioned thv (too aortic) or native or bioprosthetic tissue blocks coronary, resulting in myocardial infarction. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation.' Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (patient factors including moderate calcification on the aortic valve, and a lca height of 10.2mm) could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints for leaflet motion restricted-in patient and deployed valve exhibits central regurgitation are unable to be confirmed due to unavailability of the medical report/ imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'the lcc had bulky calcification. ['] as there was mild to moderate pvl and mild transvalvular leak (tvl), post-dilation was executed first. The tee revealed that tvl was not resolved and aog revealed moderate tvl. The stuck leaflet was suspected and valve in valve procedure was executed. During the preparation for the second valve, echo doctor reported that the motion of the leaflet of the first valve seemed to be restricted.' In this case, 'bulky calcification' was reported on the patient's left coronary cusp (lcc). Bulky or severe calcification on the native annulus may lead to leaflet motion restriction and impact proper coaptation of the thv leaflets. In addition, the valve was post-dilated, suggesting the valve was initially under-deployed. An under expanded valve can restricted the leaflet motion leading to the reported event. As such, available information suggests that patient factors (bulky calcification) and/or procedural factors (thv under-deployed) may have contributed to the reported restricted leaflet motion. In this case, the leaflet motion was restricted. Improper leaflet coaptation may lead to central regurgitation, as the leaflets may not be able to open or close fully. In addition, the valve was post dilated, which can lead to overstretch of the leaflet and result in worsening central regurgitation. Per the training manual, central regurgitation is a risk of performing post dilation. As such, available information suggests that patient factors (leaflet motion restricted) and procedural factors (post-dilation) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.